Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump experienced a compromised force sensor system alarm when he was priming. He was advised to disconnect from the pump and revert to back up plan. The customer did not report his blood glucose level. The product is being returned. Nothing further to report.